Manufacturer narrative:
From the root cause investigation, it indicated that there was a production process operators' error or raw material's defect - not detected during visual inspection. The reference stock was inspected, and the present issue has only been seen in the present case.

Manufacturer narrative:
Date of event: is best approximation.

Event description:
During an internal inspection, a hair was found inside the package across the sealing area.